Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient died, while connected to the external pulse generator (epg). It was noted that the cause of death was unknown, and no malfunction was initially indicated. It was advised that the epg be returned for evaluation, but the device has not yet been received.

Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comment that the generator was pacing on the ventricular side without capture however the main printed circuit board was replaced as a preventive measure. It was additionally noted that both cables returned with the device passed continuity testing. One was noted to have its insulation breached with its positive and negative wires exposed and this cable was not returned to the customer due to the damage noted. The generator passed all final functional tests and it received a power-on-reset firmware update as per recommendations. Medtronic is submitting this report to comply with FDA reporting if information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the epg experienced a pacing problem, the right ventricular was pacing without capture. According to the comments of the head nurse at the hospital, the patient was in electro mechanically dissociated when he arrived at the cath lab. The epg has now been returned to service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: it was subsequently determined that the the power-on reset firmware update was not administered to this generator. This generator was received into repair with the most recent version of the firmware already present. If information is provided in the future, a supplemental report will be issued.